Manufacturer narrative:
Device is currently with hospital pathology at this time and not available for return. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
This device was explanted due to a staphylococcus aureus infection. No additional adverse patient effects were reported.